Manufacturer narrative:
This supplemental report is being submitted to correct the patient ID number and to provide the investigation conclusion. The investigations for both lot numbers are being provided. Please see updates: a1, d4, g3, g6, h2 and h6. Correction: the patient ID was corrected from 01300850-2 to 01300821-2. Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m160520 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot m160520. Test base part number 190-430 / lot m160520. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m160520 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. Review of complaints against the kit lot for the reported issue indicates product performance is as expected and have not identified a product deficiency. Based on the above summary, the investigation is deemed closed. The product will continue to be monitored and tracked.

Manufacturer narrative:
(B)(6). The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Please reference MFR. Report : 1221359-2021-03091 and 1221359-2021-03093.

Event description:
The customer reported three false positive results for multiple patients on (B)(6) 2021 with the ID now covid-19 assay performed on a nasopharyngeal sample swab. This MFR. Report addresses patient 1 of 3. The customer reported that the patient's ID now covid-19 assay generated a positive result. The customer reported that on (B)(6) 2021 all the patients who had done confirmatory test pcr brand biomeme target gen pass and orf1b using nasopharyngeal and throat swab samples. The patient's confirmatory test generated negative results. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.